Manufacturer narrative:
Concomitant medical products: therapy date (B)(6) 2020. Information: not provided patient was a baby. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. (B)(4) was used as customer indicated that patient had sugar issues, but could not clarify if it was hypoglycemia, or hyperglycemia.

Event description:
It was reported from the nursery that during an infusion the device alarmed air in line. After the infusion the baby had a sugar issue, however the baby was not harmed. The patient safety director and a doctor have asked that the history of the pumps be read. There was no report of any additional harm to the patient or any medical staff.